Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case a ventilation failure occurred. The biomed reportedly cycled the power and everything was ok with the unit. The tsr was unable to duplicate the problem. The device check passed. There was no patient injury reported. The unit was returned to service.

Manufacturer narrative:
According to the log analysis the case in question was inconspicuous for more than 4 hours until a ventilator failure occurred which was triggered by a detected encoder failure. In case of a ventilator failure an autonomous ventilator shutdown is initiated while the mode is changed to man/spont accompanied by a "ventilator fail" alarm. Manual ventilation in man/spont mode and switched off state is still possible. The actual case was completed in man/spont mode and no patient injury was reported. After the case the device was power cycled and the self test was passed. After some tests the unit was returned to use and was working for a week until the power on self test failed. In line with the performed service action the motor assembly was replaced and was sent to the manufacturer for investigation. The received components were tested in the laboratory without finding any deviation from specification. Therefore an exact root cause for the failure of the ventilation encoder system could not be determined. As the device was in use for some days after the event a static failure seems to be unlikely. Possibly dust on the optical encoder disc has caused the reported failure which finally was removed by replacement of the motor assembly.

Event description:
Refer to the initial-report.